Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set) alarm occurred on the homechoice device during use. It was unknown at what point in therapy the alarm sounded. The alarm was discovered when the patient was cycling through the alarm log ten days after it occurred. It was unknown how the patient completed therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.